Event description:
The customer reported mismatched images on the thumbnail screen. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. This MDR is related to ge healthcare.